Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-04. H.6. Investigation summary: bd received 5 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and the indicated failure mode for poor serum was observed. Bd was unable to confirm the customer¿s indicated failure of poor serum separation because the defect was not evident in the testing of the customer lot samples. Replicates of both customer returned samples and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor barrier separation of sampler. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: cat#369032 plain 4ml tubes serum separation is not proper after centrifugation. Getting clear serum on second centrifugation only.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor barrier separation of sampler. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: cat#369032. Plain 4ml tubes serum separation is not proper after centrifugation. Getting clear serum on second centrifugation only.